Manufacturer narrative:
Date of event = (B)(6) 2014. Date of manufacture = 23 dec 2014.

Event description:
On (B)(6) 2014 our (B)(4) affiliate received a call from a patient (pt) reporting that he/she went on an overseas trip and wears the 1-day acuvue define contact lens (cl) when the pt travels. The pt wore the cl for 2 days. The pt began to experience pain in the os, but continued to wear the suspect cl. When the pt returned home in mid (B)(6) 2014, the pt consulted an eye care professional (ecp) and was diagnosed with corneal ulcer os. The pt advised that the ecp stated that his/her eye was "prone to get staining due to persisting dry eye (affected eye unknown) which was worsening." The pt was instructed by the ecp to discontinue cl's wear for 2 months. The pt states that he/she was treated with "tarvid, hyalein ophthalmic solution, and drops which had a sulferous smell." "The pt refused medical interview because the treating ecp is difficult." The suspect cl was discarded. The pt did have additional product from the same carton and it was requested for return for evaluation, but it has not yet been received after multiple attempts to obtain product. The lot # is unknown. On (B)(6) 2014, the pt contacted the affiliate to report that "due to a long period of the lens in question wear, it stuck to the eye and was difficult to be removed. Struggling to remove the lens, he/she scratched his/her eye many times with his/her nails. He/she assumes the symptom is not cl-related but is related to it." The pt has refused to provide any additional information. If additional information is received it will reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.